Event description:
It was reported that the patient came in five days post-implant of an implantable cardiac monitor for a wound check. An attempt to store an episode was made in the office, but it would not store. The green light on the activator was blinking, indicating "low battery." Because this was an activator for a new implant, it was unclear whether the activator or the batteries were bad. The patient was given a new activator, with new batteries, which operated correctly. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the activator was analyzed and no anomalies were found.